Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer contacted customer and confirmed that device often reported low available image storage space due to which, many patient records were deleted to make space, there were not many patient records that could be stored. Sometimes, it could be used only for fluoroscopy, but not exposure and could not store images. The philips field service engineer (fse) inspected the system onsite and confirmed that, the disk was full and cannot be exposed. Fse deleted images, but issue persisted. To resolve this issue, the fse recreated frontal image storage. After fse recreated image storage and restarted the system, the system was returned to use in good working order.

Event description:
It has been reported to philips that image storage was full so exposure was not possible. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that disk space was low. The image store frontal has been recreated and the system was returned to use in good working order.